Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, increased sensitivity, swelling, inflammation, mobility.